Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach pouch during a laparoscopic gastric bypass procedure, the handle ¿cracked¿ while using the first reload but the device was able to fire. The next reload was not able to fire. Another handle was used and it worked fine. There was no patient injury.